Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and inability to reproduce the phenomenon, the probable cause is likely the images were temporarily not displayed due to the contact failure (debris on the contact) of the video connector.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The user report could not be confirmed. The device was burned in for more than four hours but the issue was unable to be duplicated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported no image appeared when using the olympus camera head during preparation for use. There was no patient involvement or impact to patient care reported for this event.